Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 200 mg/dl. Troubleshoot was performed. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer went into the ocean. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.